Manufacturer narrative:
D4 catalog number and d4 serial number were corrected, updated accordingly. Note: investigation outcome previously submitted remains unchanged.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump stop was open electrical wires due to the open motor cable lines found on the returned pump. The cause of the wire separation was an unintended use error from the patient inadvertently stepping on the cable line and detaching the catheter and wires from the red pump plug while the adhesive bond in the kink protector remained intact. The cause of the catheter break was an unintended use error from the patient inadvertently stepping on the cable line and detaching the catheter and wires from the red pump plug while the adhesive bond in the kink protector remained intact. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 72-year-old male patient presenting for pre-operative placement, scai shock stage a, with a history of known coronary artery disease (cad). The physician reported that the patient attempted to stand with nursing assistance, during which the patient stepped on the white cable, causing the catheter to detach from the red plug. The patient remained stable throughout the event. The reported events include pump stop, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A0401 added to h6. The investigation is still ongoing.

Manufacturer narrative:
Updated information: d4 UDI number updated.